Event description:
It was reported that this patient had to receive 3 appropriate shocks in a single episode to successfully convert a ventricular arrhythmia. Technical services indicated discussed how the subcutaneous implantable cardioverter defibrillator (s-ICD) polarity change algorithm works. This s-ICD remained in service and was eventually explanted and replaced due to normal battery depletion. This product was returned for analysis and no adverse patient effects were ever reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. This device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of sensing, shocking and recording functions of the device commensurate with battery voltage. The unexpected therapeutic results allegation was not confirmed. However, battery analysis detected a high current drain, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in a premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.